Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code when charging battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge an inserted battery. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) displayed an error code when charging a battery pack.